Event description:
It was reported that there was inhibition of pacing due to noise on the ventricular channel. Both the noise and inhi- bition were reproducible with isometrics. The patient was dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.